Event description:
Patient's mom states that when home health nurse gave patient infusion, the syringe flew out and would not stay secure. Home health nurse told mom that there is a piece missing on the pump. Not reported if they were able to finish the infusion or if an adverse event was experienced. Pump is being returned and new pump shipped out no other information known or dates known. Reported to (B)(6) by pt/caregiver.